Event description:
Consumer called stating that the (B)(4) tilt recline positioning chair allegedly broke toward the rear of the seat, by the frame weld area. No injury alleged. A new unit has been ordered.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model htr5500, serial number/date code (B)(4) is approximately 1 year 4 months old. The owner's manual part number 1104931 rev b (oct-01) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.